Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 13 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 1 device was not available for evaluation. Event confirmation status: 9 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by a fatigued irrigation/pinch valve. 1 device was found to be affected by a faulty power supply board. 3 devices had no problem found.

Event description:
This report summarizes noe 13 noe malfunction events in which the device experienced an irrigation issue that could lead to overheating. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 9 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status: 8 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 8 devices were found to be affected by a fatigued irrigation/pinch valve. 1 device had no problem found. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.